Manufacturer narrative:
(B)(4)

Event description:
It was reported trough remote transmission that pacemaker-mediated tachycardia had occurred. The device pmt was programmed off. Patient was asymptomatic. Programming changes were suggested. No further information was provided.